Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had pain at the battery site as well as weakness and numbness in the right leg and foot. The patient, who did not use the device on a regular basis, also reported that the device seemed to heat up. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that all issues were not device related. There will be no further course of action at this time.

Event description:
A report was received that the patient had pain at the battery site as well as weakness and numbness in the right leg and foot. The patient, who did not use the device on a regular basis, also reported that the device seemed to heat up. The patient will undergo an explant procedure.